Event description:
During embolectomy of an av shunt, the balloon and tip of the catheter detached in the arm of the patient. The clinician tried to remove the missing parts with another catheter, but without success. At the time of the report, the tip and balloon remain in the patient without complications.

Manufacturer narrative:
The catheter was returned with the balloon latex, distal windings, spring tip and part of the proximal windings pulled off the tip. There was no visible catheter body damage observed on the returned portion. The directions for use (dfu) for the edwards model 12a0803f fogarty arterial embolectomy catheter cautions that balloon rupture and tip separation may occur in situations when the recommended pull force is exceeded to remove adherent material.